Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection and a short simulated therapy was performed with no issues found related to the reported issue. The device failed returned instrument testing evaluation functional testing for an unrelated issue. During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. The direct cause was determined to be a short in the power entry module. The service history revealed that the power entry module was previously replaced, which was subsequently found to be nonconforming and the direct cause of this issue. The device was sent to be serviced and the power entry module was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.